Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that they were able to replicate the reported issue. To resolve the reported issue, the software was reinstalled onto the imaging system. The imaging system then passed the system checkout and was found to be fully functional. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A site radiologic technologist (rt) reported that, while outside of a procedure, an error message appeared on the imaging system stating that the calibration file path could not be accessed and that restarting the imaging system was needed. Restarting the imaging system did not resolve the reported issue as the error message appeared again. No additional information was provided. There was no patient present when this issue was identified.